Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set detachment event on (B)(6) 2024. The site of detachment was tubing connector. The infusion set was in use for fifteen hours. The blood glucose level was high and the patient was treated with correction injection via multiple daily injection (mdi) and drank water. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted part description under d2a, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples for the lot 6007763 have already been previously tested in the complaint (B)(4) on 12/feb/2025 complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: the reference samples were visually inspected and tested for static pull test tubing-tubing connector. The test result was within specifications. Visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional static pull test tubing-tubing connector test 1 according to work instruction (wi) version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6007763 was manufactured according to the wi 4905072 version 115 manufactured in the line li74, l-3, on 28/jun/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 23/may/2025 against malfunction code tubing detached from tubing-tubing connector and lot 6007763 and not found other complaints have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: harm reportable, no defect on tests, no non-conformance (nc) raised during production and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the on market quality review (omqr) procedure.

Event description:
To date no additional patient or event details have been received.